Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about a month ago they went to a doctor's appointment to do their post-op from that thing and everything was working well but then after that it wasn't working so they decided to change it. Patient stated that they went for about 3 days and changed it because it wasn't working and then they went back to the doctor and they changed it again and it still didn't work. Patient stated that they were only changing 2-3 pads a day and then it seemed like it was uncountable every time they went potty and they were blooded out. Patient mentioned that they changed the setting to where they think it was set and they put it at 4.1 and about 2 hours later they got a real buzz and they had to turn it back down to a comfortable level but it was still not as good as it was. Reviewed therapy information and general programming guidance. Redirected to healthcare provider (hcp) to further address issue. They were scheduled to see their hcp next week.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.